Manufacturer narrative:
Concomitant products: product ID 37603, serial# unknown, product type implantable neurostimulator; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient saw their healthcare professional (hcp) on friday to have some blood work done and they started to have problems with their deep brain stimulation after the appointment. The reporter stated the patient ended up in the emergency room over the weekend due to extreme pain. It was noted the patient was incoherent and had a hard time speaking. It was noted that one of the ¿boxes¿ was not registering any numbers. It was further noted the right side implantable neurostimulator (ins) was set at 210 and the left side ins could not be read at all. The reporter stated this was their first time trying to use the patient programmer. It was noted that the patient was now home and feeling better the morning of this report. It was further noted the patient was given muscle relaxers and pain pills at the emergency room. The reporter stated the patient would see their hcp on wednesday since they have a colonoscopy scheduled for that day. It was noted the patient had contacted their hcp. Additional information was requested, but was not available as of the date of this report. Refer to manufacturer report #3007566237-2013-03247.